Event description:
On (B)(6) 2026, my soberlink alcohol monitoring device reported a bac of 0.246 at 12:13 pm, followed by a bac of 0.034 at 12:29 pm, and then 0.000 at 12:49 pm. I did not consume alcohol. The rapid decline from 0.246 to 0.000 within 36 minutes does not appear consistent with normal alcohol metabolism. I immediately contacted soberlink customer support and reported the results, as well as ongoing device issues involving the unit powering on and off unexpectedly despite being charged. During my call, I was told that such a decline in bac was possible and was advised to "wait and see" whether the device would function properly later. Because the device is used for legal and compliance monitoring, inaccurate readings or equipment malfunctions can have significant consequences. I am requesting that the FDA review this incident as a potential device performance and reliability concern. This device is used in a legal compliance setting where test results can affect probation, custody, court proceedings, employment, and personal liberty. As a result, accuracy and reliability are critical. In my case, the device reported a bac of 0.246, followed by 0.034 sixteen minutes later and 0.000 twenty minutes after that. I am concerned that this sequence may indicate a device malfunction, sensor error, software issue, contamination detection failure, or other reliability problem. During the same time period, the device was also experiencing operational issues and intermittently powering on and off despite being charged. I immediately reported both the bac results and the device performance issues to soberlink. My concern is not only the accuracy of my individual results but whether similar device behavior could expose other users to false positive alcohol readings and significant legal consequences.